Event description:
Note: this report pertains to one of ten devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02039, 3005099803-2015-02040, 3005099803-2015-02041, 3005099803-2015-02042, 3005099803-2015-02043, 3005099803-2015-02044, 3005099803-2015-02045, 3005099803-2015-02046, 3005099803-2015-02047 and 3005099803-2015-02048 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(4) 2015. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. Nine more jagwire guidewires were opened and after unpacking, the physician noticed that the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed using the eleventh jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip (polymer tip) was partially detached, the polymer tip has evidence of degradation, however, the corewire tip is not exposed. The complaint is not consistent with the returned guidewire that the distal tip detached exposing the tip of the metal corewire. The guidewire tip peeled however the tip of the metal corewire was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "handling damage." There is an ongoing investigation with regards to distal tip detached. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of ten devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02039, 3005099803-2015-02040, 3005099803-2015-02041, 3005099803-2015-02042, 3005099803-2015-02043, 3005099803-2015-02044, 3005099803-2015-02045, 3005099803-2015-02046, 3005099803-2015-02047 and 3005099803-2015-02048 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. Nine more jagwire guidewires were opened and after unpacking, the physician noticed that the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed using the eleventh jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.